Event description:
It was reported that the lesion was a highly calcified total occlusion and was located in the mid left anterior descending artery (lad) and diagonal artery, so "v technique" stenting was planned. A balance middleweight (bmw) guide wire and whisper guide wire crossed the lesion and pre-dilatation was performed with a trek balloon. A xience v 2.5 x 15 mm stent was deployed in the diagonal at 12 atmospheres (atm). Despite several attempts, a xience v 2.75 x 28 mm stent could not cross the lesion. After which, a xience v 2.75 x 23 mm stent was attempted, but due to force applied, the shaft of the device separated into two pieces. A non-abbott 2.75 x 24 mm stent was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, whisper. Inflation: medtronic. Guide cath: ebu. Stent: xience v 2.5 x 15 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) cautions the user that applying excessive force to the delivery system can potentially result in loss or damage to the stent and or delivery system components. The IFU deviations likely contributed to the shaft separation.